Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The hakim valve (ID 823832) was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve ID (B)(4), was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2025. Two days postoperatively, symptoms worsened due to poor drainage. A craniotomy exploration was performed on (B)(6) 2025, revealing that cerebrospinal fluid could not flow smoothly through the valve. After replacing it with the same model ID (B)(4), drainage improved, and the shunt functioned effectively postoperatively. The patient condition is stable.